Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 during dwell 2 of 7 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on to the system error 2367, cycled power off and on to press go to start prompt. The tsr explained the alarms and the cg stated he left the spare line clamp open causing the s/e 2240 in dwell. The tsr advised to discard all the supplies and to report the alarms to the peritoneal dialysis nurse (pdn) the next morning. The hp would finish that nights therapy manually. Product surveillance (ps) followed up with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the home patient (hp) with a system error 2240 alarm. Per the pdn, they did not follow up with her regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention as reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy and use error caused the event. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.